Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that there was an issue with the pump priming step. A review of the pump history revealed 2.8 units primed and the patient could detect insulin dripping from the end of the tubing. The issue was not resolved. There was no allegation of patient injury due to this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): during testing, the pump ezprime operations were performed without issues. During evaluation the force sensor was found to be out of calibration. (B)(4)